Event description:
It was reported that the patient had been on baclofen 4000 mcg/ml, and during a refill yesterday they mistakenly refilled with a baclofen/dilaudid mixture and ran the pump for 45 minutes before they realized the error. They put the pump on minimum rate mode (also noted as the pump was stopped), and the patient was coming back to the healthcare provider (hcp) on the date of the report so they could change the drug back to only baclofen. The patient was fine, and it was noted that the patient used to have this mixture of baclofen and dilaudid in the pump before switching to only baclofen. It was additionally reported that the patient had no symptoms at the time of the event. The team shortly realized that they had put in the wrong medication, and the pump was programmed to minimum rate. The patient was given a prescription for oral baclofen, and was brought back the next day to the hcp office and the hcp emptied the pump from the wrong medication, rinsed the pump, and filled it with just baclofen (the correct medication). They followed up with the patient for the next couple of days after the correction and he seemed to be doing good. The patient claimed that his pump was functioning as normal and he was receiving an effective therapy. The programming error was resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).